Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer stated that they know how to change it from 45 to 50 mg/dl or 45 mg/dl to 40 mg/dl but they don't know which direction to take it so the correction was changed so they not going low. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with honey. The device will not be returned for analysis.